Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A broken reservoir tube lip, broken battery tube threads, minor scratches on the display window, a cracked reservoir tube, cracked reservoir window, missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted.

Event description:
Customer reports to have received a button error alarm. Customer reports that numbers were flashing and ramping up and down, then buttons did not respond. Customer states she wears insulin pump in her bra all day. Customer's blood glucose was unknown. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.